Event description:
It was reported that the device was heating up during a procedure. There was no adverse consequences, patient harm, medical intervention, or procedural delay reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up during a procedure. There was no adverse consequences, patient harm, medical intervention, or procedural delay reported.